Event description:
It was reported that a lead was frayed when removing it from the patient. The doctor cut the lead, disposed of the frayed portion, covered the remaining lead, and sent the patient home on antibiotics. The physician believes the lead started fraying upon removal. The physician was later advised to remove it in an operating room as soon as possible. The patient is scheduled for removal on (B)(6) 2025. The complaint was reported in error. The reporting physician is a colleague of the implanting physician and covered their duties while on vacation. The lead was incorrectly identified as frayed. The lead was pulled out in-clinic by the implanting physician. It came out as normal, fully intact and not frayed. The patient has tolerated everything well and will move forward with the permanent implant. The physician reported no product complaints or problems at this time.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that a lead was frayed when removing it from the patient. The doctor cut the lead, disposed of the frayed portion, covered the remaining lead, and sent the patient home on antibiotics. The physician believes the lead started fraying upon removal. The physician was later advised to remove it in an operating room as soon as possible. The patient is scheduled for removal on (B)(6) 2025. The complaint was reported in error. The reporting physician is a colleague of the implanting physician and covered their duties while on vacation. The lead was incorrectly identified as frayed. The lead was pulled out in-clinic by the implanting physician. It came out as normal, fully intact and not frayed. The patient has tolerated everything well and will move forward with the permanent implant. The physician reported no product complaints or problems at this time.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket/510(k) # (g4) - additional premarket/510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.